Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the bezel assembly was replaced. It was also noted that the casing was broken and the right hinge was broken.

Event description:
It was reported that when the top of the stylus touched the programmer screen there was no reaction on the screen. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: further analysis indicated that the micro processor unit (mpu) and link electronic module (lem) circuit boards were out of specification electrically, and that the floppy disk drive read intermittently. It was also indicated that the stylus function was intermittent. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.